Manufacturer narrative:
(B)(4). Batch # m5453y. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: in the event it stated that there was no consequence to the patients. Was there more than one procedure ? No, there was only one procedure done. If yes: please report the additional procedures . Please clarify: half of the staple lines comes out of the anvil. Does this mean that the staple line was incomplete? Yes, stapler lines was incomplete. That means complete b formation did not happen at one side of staple line. Or does this mean that the staples fell out of the device prior to firing?

Event description:
It was reported that during an unknown surgery, when after firing of the stapler, half of staple lines comes out from anvil end. There was no consequences to patients as surgeon done anastomosis of this open end to anal canal with circular stapler to making continuity.